Manufacturer narrative:
A ge svc rep performed an onsite investigation. The clutch and lock screws were evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported a complete loss of sys motorization functionality. There was no report of a pt injury or death related to this event.